Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vcp345h; me8cxlq0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the location of the placement of suture? Please provide additional information regarding the patient was ¿treated with fra-red uv rays¿ what date was the patient treated with infra-red uv rays? When was this intervention performed (# of days / dates) please provide the reason for patient treatment with infra-red uv rays. Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent lateral episiotomy on (B)(6) 2020 and suture was used. The patient experienced wound secretion 9 days after sewing the incision in the surgery. The incision was cleaned and treatment with infra-red ultraviolet rays was given. The wound healed gradually. Additional information has been requested.